Event description:
It was reported that during a gastroplasty procedure, the device did not staple. Not noted how case completed. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: based on the analysis results, this file is considered to be reportable. One device was returned in good visual condition and loaded with a 1/3 partially fired cartridge that was noted to be in good visual condition and with the lockout in the normal condition. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, all firing trigger teeth were noted to be broken. It should be noted that all devices are fired in the manufacturing line ensuring complete fire out of the device, complete cut line and proper staple formation. The damage to the left shroud pinion axle support is consistent with high force to fire due to thicker tissue or re-initiation of firing sequence with a locked out cartridge (spent cartridge). A batch record review was performed and no anomalies were found during the manufacturing process.